Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the physician reported that spikes without ventricular contraction were seen on the ECG telemetry. During the revision procedure the physician unscrewed the lead from the device and noticed that there was a longitudinal incision near the connector. The damaged lead was capped and a new lead was implanted on (B)(6) 2017. The impedance, threshold and sensing values have always been constant and no episodes of noise have been registered. No adverse patient events were reported.